Event description:
Same as manufacture# 6000089-2005-00296, 6000089-2005-00297, 6000089-2005-00298, 6000089-2005-00299. During a coronary drug eluting stenting treatment procedure, no re-flow occurred in the right coronary artery (rca). The physician predilated the lesion located in the rca with a 2.0 x 15 mm maverick balloon. After predilation the physician successfully deployed 5 taxus liberte - 2.5 x 24, 2.75 x 24, 3.0 x 28, 3.0 x 12 and 3.0 x 8 mm drug eluting stents. However, when stenting the rca there was no re-flow noticed. The physician treated the no re-flow medically with verapamil, glyceryl trinitrate (gnt), and 2b3a inhibitors. It is noted that the physician is not keen in reporting this case does not want to be contacted. Pt currently had an infarct and a ruptured papillary muscle which requires replacement of the valve. Pt is still in the intensive care unit. Pt status is reported as "satisfactory/good."